Event description:
Device 3 of 3. Reference MFR. Reports: 1627487-2013-21060 and 1627487-2013-21061. The pt was implanted with four scs leads for chronic migraines (off-label). It was reported one of the leads has pulled back and as a result, the pt is not receiving stimulation in that region. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.